Event description:
It was reported that during a peripheral angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained through the femoral artery via contralateral approach. The lesion was located in the left peroneal artery. Upon attempting to advance the 3mm x 1.5cm small peripheral cutting balloon to the lesion, the shaft kinked. The physician tried to straighten the shaft and it fractured. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status was treated and released.

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained through the femoral artery via contralateral approach. The lesion was located in the left peroneal artery. Upon attempting to advance the 3mm x 1.5cm small peripheral cutting balloon to the lesion, the shaft kinked. The physician tried to straighten the shaft and it fractured. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status was treated and released.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had no evidence of being inflated. The hypotube shaft was broken 362mm from the distal end of spiral strain relief. The balloon could not be inflated due to the break in the shaft. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).